Event description:
Per the clinic, the patient experienced extrusion of the receiver coil/transducer secondary to skin stress. The device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.